Manufacturer narrative:
The device has been returned. When the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the nti-omniguard that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced burning sensation and a white coating at cheeks and tongue. The device was worn for approximately 1 month (exact dates unknown). The symptoms resolved within 3 days. There are no known allergies noted.